Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon fired a reload and the knife blade stopped short of the cut line. The surgeon waited 30 seconds and tried to advance the knife blade again without success. The surgeon tried this a second time with no success and then retracted the knife blade by opening the reload. The distal stitch on the trs reload was cut with a laparoscopic scissors. Another reload was fired performed as intended. There was no patient injury.